Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to a cold solder joint being cracked at the capacitor on the defibrillator pca. The root cause of the physical damage to the damaged capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to run detect and treat testing.